Manufacturer narrative:
A review of the manufacturing documentation of the implanted device revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that a recently implanted patient is experiencing warmness and soreness when using the device. The physician prescribed the patient antibiotics as a precaution. The physician believes that this is related to the procedure.

Event description:
A report was received that a recently implanted patient is experiencing warmness and soreness when using the device. The physician prescribed the patient antibiotics as a precaution. The physician believes that this is related to the procedure.